Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Event description: the trigger on the mics kept getting stuck not allowing the hand piece to function properly. Cutting tool was still on outside boundaries- low rpm. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that the trigger on the misc kept getting stuck not allowing the hand piece to function properly. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Nc 1694916 has been initiated in regards to missing product. Product history review: device history records indicate 25 devices were manufactured under lot k0b5k and 24 devices were accepted into final stock on 05/01/2018. Review of qt18 - 05 - 0002 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b5k shows 1 additional complaint(s) related to the failure in this investigation. The related complaint is (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Event description: the trigger on the mics kept getting stuck not allowing the hand piece to function properly. Cutting tool was still on outside boundaries- low rpm. Case type: tka.